Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one partially opened blister pack from batch 1340735 and a safetyglide needle (p/n 305916) were received. The sample was visually evaluated and found to be visibly clogged. The condition observed at the packaging site was non-conforming per product specification. The sample was sent to the needle manufacturing site for further evaluation and investigation. At the needle manufacturing site, one sample was received. A visual inspection was performed and no defects or imperfections were observed. Functional test was performed to each sample by connecting it to a syringe with saline solution. The solution was expelled with normal flow. A device history record review was completed for provided lot number 1340735. The review revealed there was documentation for this type of defect during the production run of needle supplier lot number 1214992 which is one of the lot used in the manufacturing of the final lot 1350735 had clogged needles issue due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the device history record review the symptom reported is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: it was reported defective product.